Manufacturer narrative:
Telephone number: (B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and was hospitalized for the event. The cause was unknown. The patient was treated with unspecified antibiotic. Four days after hospitalization the patient was discharged. It was not reported if the patient was recovered from the event. Pd therapy was ongoing. Additional information is not available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient was diagnosed with peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was discharged four days after hospital admission. At the time of this report, the patient outcome was unknown. Should additional relevant information become available, a supplemental report will be submitted.